Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. The stent was returned but not attached to the balloon, it was severely stretched and deformed. Balloon cones were reviewed, and no issues were noted. Although the stent was removed there is no evidence the device was subjected to positive pressure with crimp marks also visible on the balloon and no trace of contrast media. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The target lesion was located in the right coronary artery. A 3.00 x 32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodge while introducing into the artery. The device was removed using a snare and completed the procedure with another of same device. There were no patient complications reported. Patient was stable.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The target lesion was located in the right coronary artery. A 3.00 x 32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodge while introducing into the artery. The device was removed using a snare and completed the procedure with another of same device. There were no patient complications reported. Patient was stable.